Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has an alarm that cannot be cleared. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify low battery alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.